Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, it is unknown that the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed system does not function to step on the foot pedal device. Upon functional testing, the fse found that coronary tools pc was not connecting to x-ray modality. To resolve this issue, the philips ist key was not recognized by the system despite attempts to examine network connections and other service tools, nss suggested for loading the program again. To re-establish the network connection to azurion, reload coronary tools. Downloaded the philips incenter program for the coronary tools. A bootable usb was created. Programs loaded, configuration was restored and system is tested. After the system meets the requirements as per specifications, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that foot pedal was not working and there was access issue as well. No harm has been reported to philips. Philips has started an investigation of this complaint.